Event description:
The plastic handle of a gliderite rigid stylet broke off during a pt procedure. The customer reported that when the handle breaks, the anesthesia provider sometimes has to utilize magill forceps to remove pieces from the pt airway. The customer also described difficulty removing the stylet out of the endotracheal tube without the handle. In some cases it has to be removed with an instrument. There was no pt harm.